Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple patient details were not crossing over. The technical support specialist (tss) identified that the interface was delayed for 2 hours and the care fusion coordination engine was on disconnected flag. Tss then restarted the service and deployed the interface service utility, but the interface was still on delay. Tss then connected to the interface, restarted the cce service and system and confirmed that the messages were starting to crossover. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple patients were not crossing over to the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.